Event description:
It was reported that the patient experienced phrenic nerve/diaphragmatic stimulation a few days post implant.

Event description:
New information received notes that the lv lead, a competitor product, was found to be dislodged and had triggered the diaphragmatic stimulation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.